Event description:
Pt implanted in right and left upper vermillon borders in 1998. Onset of infection in perioral 12/24/1998. Pt treated with keflex and triple antibiotic 12/24/1998. Implant explanted in 1998.